Manufacturer narrative:
The malfunction was duplicated and the main switch assembly was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 63 year old male patient, the device was unable to power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.